Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the service light on their device was illuminated and the device did not recognize therapy pads connected to the therapy cable. The device did recognize the hard paddles and could deliver energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the service light on their device was illuminated and the device did not recognize therapy pads connected to the therapy cable. The device did recognize the hard paddles and could deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the system pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator u15. U15 was burnt and this resulted in the device being unable to recognize the therapy cable, as well as the logged event codes.